Manufacturer narrative:
The triever16 was returned to the manufacturer and evaluated. The device was subjected to dimensional evaluation and visual inspection. The dimensional analysis demonstrated that the luer and dilator met dimensional specifications. Visual inspection confirmed the break and identified obvious damage in two other locations; leading up to the shaft break, approximately 29 cm from the distal tip of the shaft, the shaft was crushed and compromised. Additionally, after the shaft broke in the braided section, the shaft was crushed and compromised. Both damaged locations indicate the device was subjected to excessive force/manipulation. In addition, a slight deformation was observed on the dilator; the etiology of this finding remains unknown. The root cause analysis concluded the catheter breakage was most likely attributed to inadvertent use error (device manipulation and no introducer sheath used) combined with patient anatomy (scar tissue present in treatment area); the slight deformation observed on the dilator may also have contributed. The device labeling includes the following warning statement: "do not advance catheter without dilator fully inserted. Avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance or advancement without dilator fully inserted may result in damage to the device or vessel perforation". Manufacturer reference #: (B)(4).

Manufacturer narrative:
The inari device was returned to inari for evaluation and the findings will be summarized in a supplemental report. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A female patient in her early 40s was diagnosed with a chronic deep vein thrombosis (dvt) in the left leg. On (B)(6) 2022, the patient underwent a thrombectomy with the inari flowtriever retrieval/aspiration system. While utilizing the triever16 (t16) in the left popliteal vein, a portion of the t16 broke off into the deep femoral vein. At this point, approximately 10% of the clot had been retrieved. The physician was able to advance a kelly forceps a few centimeters into the access track and successfully remove the broken piece. There was no resulting patient harm. The treating physician suspected the patient had scar tissue that caught on the t16 catheter. The company representative present during the case clarified that the procedure was completed uneventfully using balloon dilation to address the scar tissue in the vessel.